Event description:
Related manufacturer reference number: 2017865-2025-11176. It was reported that the patient presented to the hospital due to chest pain and fall. The fall was suspected to be a result of a syncope episode. Upon review, high capture threshold and high pacing impedance was noted on right ventricular (rv) lead. The atrial lead noise exhibited low pacing impedance and noise as well. No intervention was performed, and the leads will further be monitored. The patient¿s condition was stable.